Event description:
In cardiovascular lab, the physician attempted to deploy a 5mm x 15cm viabhan stent. The stent was properly positioned, but when physician attempted to deploy, the deployment apparatus (string) broke. This left the device partially (about 3 cm) deployed and primarily undeployed and non-retrievable. Pt to operating room for open repair and removal.